Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-06079. Reference MFR report: 1627487-2013-06080.

Manufacturer narrative:
Evaluation results: visual inspection of the leads showed discoloration in the lead segments. Marks consistent with electro-cautery instrumentation were observed on the lead body. Continuity testing on the leads showed an electrical open on channel 5 for one of the leads. Since no broken wire was observed on the lead segment, and the intermittent readings were observed, the stimulation end was stressed, the open was likely at the weld spot. The second lead passed all testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.